Manufacturer narrative:
(B)(4). Concomitant medical products: (1) vari-stim iii stimulator (8562010); lot: 0206363233; manufactured: november 14, 2012; returned to medtronic: (B)(4) 2014 (2) vari-stim iii stimulator (8562010); lot: 0207635099; manufactured: october 24, 2013; returned to medtronic: november 24, 2014. In response to medtronic¿s request for device return, a total of 3 devices were returned to the manufacturer for evaluation and repair. Of the 3 devices involved in this event, all were the same product but each from a different lot and manufactured months apart from each other. Upon receipt, the switch for lot number 0208285613 was in the 2.0ma position, the switch for lot number 0206363233 was in the 2.0ma position, and the switch for lot number 0207635099 was in the 0.5ma position. Analysis showed the same failure in all 3 of the products (detailed as follows): there appeared to be no external damage on all 3 devices. The functionality of each device was tested by touching the probe tip to the needle electrode; in "as received condition" without moving the switch, all 3 devices would intermittently light. The devices were then functionally tested in all 3 positions and all devices exhibited intermittent behavior while manipulating the switch and tip within the positions. All 3 device switches had approximately 10-15 degrees of radial play and approximately 3 degrees tilt in either direction. This device is used for therapeutic purposes.

Event description:
It was reported that upon opening a vari-stim iii stimulator intraoperatively, the device did not work. So, a 2nd one was opened which did not work as well. Finally, a 3rd device was opened that worked¿however, it only worked for a few minutes. There was no patient impact or injury reported as a result of this event.